Event description:
It was reported that 2 of the bd ultrasafe plus x100l png clear piston syringe experienced foreign matter. Lot # 2045143, 2079883 the following information was provided by the initial reporter: a complaint regarding eprex pre-filled syringes in ultrasafe was received from taiwan, where foreign material was observed on the products. Two (2) field samples were received. The syringes were inside the blisters. Brown/black particles were identified on the inner side the ultrasafe device body.

Manufacturer narrative:
H6 investigation summary: samples, photos and analysis report were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Bdm-ps tatabánya was able to confirm the detection and characterize the condition reported by the customer but could not correlate the symptom with a potential cause linked to bdm-ps tatabánya processes. Unconfirmed: no bd cause identified h3 other text : see h.10

Event description:
It was reported that 2 of the bd ultrasafe plus x100l png clear piston syringe experienced foreign matter. Lot # 2045143, 2079883. The following information was provided by the initial reporter: a complaint regarding eprex pre-filled syringes in ultrasafe was received from taiwan, where foreign material was observed on the products. Two (2) field samples were received. The syringes were inside the blisters. Brown/black particles were identified on the inner side the ultrasafe device body.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2045143 d4. Medical device expiration date: 31jan2027 h4. Device manufacture date: 14feb2022 d4. Medical device lot #: 2079883 d4. Medical device expiration date: 28feb2027 h4. Device manufacture date: 20mar2022 h.6 investigation summary: the customer issued a complaint for contamination inside the blister and ultrasafe device detected by end user. Photos and analysis report were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. Bdm-ps tatabánya was able to confirm the detection and characterize the condition reported by the customer but could not correlate the symptom with a potential cause linked to bdm-ps tatabánya processes. Please note, physical samples are not received yet. No tracking information is available. Upon receiving samples, investigation will be continued. H3 other text : see h.10.